Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the right ventricular lead integrity alert, and indicated oversensing associated with the right ventricular lead. Beginning (B)(6) 2016, ventricular tachycardia (vt)-non-sustained episodes with evidence of lead noise oversensing. Rv pacing impedance rose to 912 ohms from a trend of 399-513 ohms. Rv lead integrity warning occurred on (B)(6) 2016 for impedance variation in last 60 days and 2 or more high rate non-sustained tachycardia episodes.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and oversensing with noise. A lead fracture is suspected. The lead was reprogrammed and subsequently explanted. No patient complications have been reported as a result of this event.